Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced fluctuating blood glucose (bg) levels as low as 55 (mg/dl). Customer did not provide a value for elevated bg levels experienced. Customer consumed glucose tablets to treat low bg levels and delivered manual injections and boluses to treat elevated bg levels. Reportedly, the customer states pump settings need adjustment and his working with their health care provider (hcp). Recommendation was made consult hcp regarding diabetes management.